Event description:
Pt reported experiencing low blood glucose of 22 mg/dl. She stated she drank juice with extra sugar, ate cookies and ice cream to address the issue. Pt's blood glucose rose to 52 mg/dl. Her normal range is 70-150 mg/dl. She believed the infusion device was over delivering insulin. Pt reported experiencing symptoms of shakiness, claminess, and sweatiness. She stated that since 2006, she experienced 4 hypoglycemic events. The most recent occurrence was a couple of days prior. Pt admitted that the piston rod and adapter had not been changed in years. The piston rod is to be changed annually and the adapter every 6 months. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.